Manufacturer narrative:
The device has been returned and evaluated by product analysis on 12/12/2016 with the following findings: a review of the alarm history showed frequent low battery warnings. The rewind, load, and prime steps were performed successfully. The pump electrical current draws were tested and were within specifications.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging that the pump had shorter than expected battery life. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.